Event description:
Procedure type: lobectomy. According to the reporter: first firing with egia45ctavm was done without problem. Second firing was performed with egia45ctav. After firing, black return knob was retracted, but the knife would not move and jaws would not open. Surgeon retracted the clamp cover and shook the cartridge, but the device could not be removed from the tissue. Therefore, the surgeon ligated the central blood vessels on both sides and excised the tissue with scissors to remove the device. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).